Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not getting adequate therapy. The patient continues to use pain medication with some benefit. It was also noted that the patient reported excellent response to cervical medial branch block and is not experiencing any on neck discomfort. No further information has been obtained despite good faith efforts.